Event description:
Patient taken to or for incision and drainage of left breast. Surgeon made incision, and pus was noted. Surgeon cultured area. Patient to pacu in stable condition.

Event description:
Patient taken to or for incision and drainage of left breast. Surgeon made incision, and pus was noted. Surgeon cultured area. Patient to pacu in stable condition.